Event description:
It was reported to vyaire medical that there are no volumes and that the low peak pressure alarm was sounding on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite. The fsr found that the unit was not passing pre check and the volume and pressures were low on arrival. Upon inspection, the tubing was found to be weak,cracked and leaking. The tubing was replaced and operational verification procedure was performed and the unit passed. The unit operates to manufacturer specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical field service representative went onsite to evaluate the device. Upon inspection, found tubing to be weak and cracked/leaking. Technician replaced tubing. Operational verification procedure performed and pass. Unit operates to manufacturer specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.